Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3 and to provide the completed investigation results. An unused 6fr angio-seal vip device was returned for product evaluation. The returned samples was from the same lot reported and unused. The package was opened, and all components were examined for potential damage or issues. No issues were identified with the components. Functional testing was performed by attempting to deploy the device in the vessel model. The device was able to be inserted, set to the forward lock position, and fully rear-locked without issue. Closure was performed by deploying the internal components and tamping down the anchor, suture, and collagen. No issues with device connection/assembly were identified. The sample was deployed successfully, and no issues were identified with the tamping process. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Event description:
The user facility reported that the doctor stated that he had 3 angio-seal device problems in a row. He said there was a lot of bleeding after, and it did not appear to be sealing. He stated that the sheath exchanged per usual, anchor was set, device pulled back and when he went to tamp down collagen with tamper tube it had a slightly different tactile feel, it went super easy. He thought it was deployed however, then heavy pulsatile bleeding was noted around the tamper tube so altered level of tube in different directions to tamp again however they just could not stop the bleeding. The tamper tube was removed, suture cut, and manual pressure applied. Hemostasis was not achieved after 20 minutes so they accessed the left femoral with some resistance with a 5 fr sheath to go up and over and take a look. There was no blockage noted in right femoral. They had some bleeding concerns now, left groin access. They re-accessed the right (rt) femoral in case they needed to place covered stent lt iliac/femoral however, the angio was ok. They used another 6 fr angio-seal right (rt) groin above prior stick site. It felt the same as the first device, tactile feel felt different/went in almost too easy, and bleeding was noted again around the tamper tube. Manual pressure was then applied. An 8fr angio-seal was used on the left side since bleeding concerns. The 8fr felt much better and more normal. Initial hemostasis was obtained however there was slow ooze noted, so manual pressure was applied. In recovery slow ooze noted again on the left (lt) side/dstat pad applied w/ manual pressure. The estimated blood loss was less than 250cc. The patient was stable and was discharged home. The outcome of the procedure was successful. Additional information was received on 11 aug 2022: the procedure performed was a left superficial femoral artery (sfa), percutaneous transluminal angioplasty (pta) and atherectomy. There were no difficulties with sheath insertion or catheter insertion noted on the right side. When the physician accessed the left side though to perform re-look of the right groin site, he did have some difficulty when inserting the 5fr micro puncture sheath/guidewire. Catheter advanced ok. Pre-deployment angiogram was performed.

Manufacturer narrative:
Explanted date: device was not explanted. An unused device has been returned. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2022-00249 and for the third device used on the same patient see MDR 3013394970-2022-00250.